Manufacturer narrative:
Concomitant medical products: 439888 lead, implant date: (B)(6) 2018; w4tr01 crtp, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited increase threshold and intermittent loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.